Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced a blood glucose (bg) level of 53 mg/dl; cause unknown. Customer consumed orange juice and carbohydrates to address bg. Additionally, it was reported that the fill estimate was inaccurate. Customer reloaded the cartridge to address the issue.